Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty of an arteriovenous fistula treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right arm. The 85% stenosed and severely calcified fistula was located in the mid right arm. The 8.0x40, 75cm mustang balloon was selected and the balloon was inflated to 28atms and ruptured. The device was removed from the patient intact. The procedure was completed with another 8.0x40 mustang balloon. No patient complications were reported and the patient's status is ok.